Event description:
The customer reported that there was an issue with the positioning buttons of the system and that the collimators needed to be checked. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.